Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 - initial reporter phone extension: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a call was received a customer stating that the trach's balloon would not blow up in the throat. It kept getting "stuck". There was patient involvement with unknown patient harm/adverse event reported. The customer would put water in it, it was detaching. Additional information was requested; however, no further specific details on this incident were received.

Manufacturer narrative:
H6: update. No device was returned for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.